Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -10.50/+5.5/111 (sphere/cylinder/axis), into the patient's right eye (od), on (B)(6) 2021. The patient experienced a refractive surprise and the lens remained implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Weight: unk. Race: unk. Ethnicity: unk. Explant date: unk. PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim # (B)(4).

Manufacturer narrative:
Weight: unk. Race: unk. Ethnicity: unk. Explant date: unk. PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -10.50/+5.5/111 (sphere/cylinder/axis), into the patient's right eye (od), on (B)(6) 2021. The patient experienced a refractive surprise and the lens remained implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
H3- device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on it. Visual inspection found the optic deformed and haptic bent. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens of diopter -10.5/+5.50/111 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2021. The lens was exchanged on (B)(6) 2022 for a lens of the same length and different power due to refractive surprise. This resolved the problem.